Event description:
The facility initially reported to customer service a pump alarming downstream occlusion. This problem was identified during patient use. Additional information obtained from the customer notes that the patient was a male receiving an IV fluid. The night shift nurse on duty at the time of the incident noted that the pump was warm to the touch and alarmed downstream occlusion. The facility representative believed that the downstream occlusions were false alarms. The facility representative also stated that the pump was set to auto restart. The facility representative stated that the night shift nurse on duty attempted to restart the pump several times without success. The nurse continued receiving downstream occlusion alarms. The facility representative stated that the night shift nurse did not notice any air pockets in the tubing or any other possible reason for an occlusion alarm. The pump was then swapped out with another pump and the therapy was continued without further information. The facility representative stated that there was no patient injury or medical intervention required. No additional information was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.